Event description:
It was reported the patient never had therapeutic effect. Impedance testing was performed. The patient¿s stimulator was turned off. Explant was planned, but the date was unknown.

Event description:
It was reported the patient experienced a shocking or jolting sensation. Reprogramming occurred. The patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).